Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Attempts have been made to obtain additional info. A completed questionnaire was not received. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer's daughter reported that after having bilateral multifocal intraocular lens (iol) procedures, her mother is experiencing halos and starbursts around lights, glare, blurry near vision and is unable to drive at night. She also sees floaters in her vision. Additional info was received from the consumer, who reported she is experiencing blurry near vision and uses a magnifying glass to read. She also reported that she had an unk laser treatment to her right eye for a "wrinkle in her capsule." Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.